Event description:
End to end anastomosis. The surgeon reports they did a functional end to end with the ta for the common wound. The staple line was not complete. They took off the staple line and redid the closure. Pt status was reported as stable condition. The pt sex was not identified and there was no report of excessive bleeding.